Event description:
Rv impedance warning for rvtip to rvcoil lead impedance 190 ohms. Caller states patient is due for gen change and physician is concerned about lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).